Event description:
It was reported that balloon rupture occurred. The 100% stenosed target location was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for about 5 seconds, the balloon ruptured. The device was removed without any problem and a pinhole on the middle part of the balloon was observed. Another 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced; however, during initial inflation at 10 atmospheres for about 5 seconds, the balloon also ruptured. The device was removed and a pinhole on the middle part of the balloon was also observed. The procedure was completed with a different device. No patient complications nor injuries reported and the patient was status was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).